Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, this event occurred with multiple cartridges and the cartridges were filled with more than 200 units. The customer's blood glucose level ranged from 185 mg/dl to 200 mg/dl. Reportedly, the contact added an additional 200 units to the cartridge and the contact stated cartridge was wet. The customer reported that the pump would continue to be used for insulin therapy.